Event description:
It was reported that the implantable cardiac monitor (icm) became externalized and was not always in contact with the tissue. The device was unable to be interrogated. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.